Event description:
A ventilator was returned to the MFR with an allegation the ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to the MFR for eval and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.